Event description:
Caller indicated that the pt was feeling faint at approximately 1:30 am in 2005. Pt tested blood glucose 3 times (back-to-back; within 3 minutes) and the results were: 20 mg/dl, 30 mg/dl and 100 mg/dl. The pt drank orange juice. Paramedics were called and they arrived at the pt's home at approx 2:30am. Paramedics tested with their meter and the result was 130 mg/dl. Pt was not transported to the hosp.